Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip introducer detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to 1. At the end of the procedure, when removing the last clip delivery system (cds), the tip of the clip introducer remained on the back of the steerable guide catheter (sgc). The sgc filled up with air and was removed quickly from the patient. No air entered the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed reported the material separation as the clip introducer tubing material was observed to be detached from the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the investigation identified the reported material separation as a potential quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.